Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was returned in the shipping hoop. The shipping hoop was hydrated, and the device was removed with no issues. The device was inspected for any damage or irregularities. The device showed a fracture located 2cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was not confirmed for tip detachment; however, a fractured shaft was confirmed. No other issues were identified during the product analysis.

Event description:
It was reported that the tip of the catheter was fractured. A 135/10 renegade hi flo microcatheter was selected for use in the liver artery. During preparation, it was noted that the tip of the catheter was fractured. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the tip of the catheter was fractured. A 135/10 renegade hi flo microcatheter was selected for use in the liver artery. During preparation, it was noted that the tip of the catheter was fractured. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).